Event description:
The device was not cutting good skin grafts. The grafts were reportedly having uneven thickness and jagged edges. No patient injury was reported. The blades may not have been properly positioned .